Event description:
The facility reported a colleague infusion pump which experienced failure code 703 during biomedical servicing. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Event description:
A baxter service technician reported finding a colleague infusion pump with pump head module (phm) keypad failed keypad channel a stop button this event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.specifically, this complaint is reportable based on the reportable malfunctions list entry: inoperable or intermittent keys (stop or channel select) on the pumphead module keypad. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B) (4)corrected information: upon completion of quality engineering review. In addition, the root cause of the condition of an inoperable channel a stop key was determined to be a shorted channel a pump head module keypad. The channel a pump head module keypad was replaced to repair the condition of inoperable channel a stop key.

Manufacturer narrative:
(B)(4). During service, a "pump head module (phm) keypad failed keypad channel a stop button " was discovered due to a loose manual tube release (mtr) knob on channel a. The mtr knob was replaced. The pump passed all functional tests and will be returned to the customer.

Event description:
The customer reported that they have a viewsonic display for the acuity central monitoring system failed to display video. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
(B)(4): the root cause will be addressed through the CAPA investigation, (B)(4).